Event description:
It was reported that while delivering the second orbit mini complex fill2.5x3.5 coil (637mf2535/ 15094731) through the rapid transt microcatheter (601-251x/ 15340904), the coil was stuck, and during the attempt to pull the coil back, it unraveled. Both devices were removed as a unit from the patient. However, the physician noted that the possible cause of the event was that the thrombus entered the microcatheter, caused the thrombus adherence to the coil and therefore the coil got stuck. He also noted that a constant flush had been maintained at all times after the event occurred, and the procedure was successfully completed with no further issues. The procedure was continued using other coils and a new transit (details unknown). Afterwards, while delivering the orbit complex fill 7x21 coil (637cf0721/ 15250424) in the second transit, the coil was suck. The coil was safely removed from the patient, and replaced with a new orbit coil (details unknown). However, it is unknown if the same microcatheter was utilized with the next device. The procedure was completed with no patient injury. All complaint products will be returned for analysis. No damages were noticed on the mc, delivery system or coil that may have contributed to the event. Constant fluoroscopy was performed at all times. After the product was removed from the patient, the coils (unraveled/stretched, kink, bend, fracture separated, etc), delivery systems/introducers (fracture, separated, kink, bend, etc) or microcatheter damaged. The procedure was coil embolization of the right internal thoracic artery that was not calcified and was mildly tortuous.

Manufacturer narrative:
This is x of x products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00484 and 1058196-2011-00485. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that while delivering the second orbit mini complex fill 2.5 x 3.5 coil ((B)(4)) through the rapid transit microcatheter ((B)(4)), the coil was stuck, and during the attempt to pull the coil back, it unraveled. Both devices were removed as a unit from the patient. However, the physician noted that the possible cause of the event was that the thrombus entered the microcatheter, resulting in thrombus adherence to the coil contributing to the coil getting stuck. It was also reported that it was noted that a constant flush was maintained at all times after the event occurred, and the procedure was successfully completed with no further issues. The procedure was continued using other coils and a new transit (details unknown). Afterwards, while delivering the orbit complex fill 7 x 21 coil ((B)(4)) in the second transit, the coil was stuck. The coil was safely removed from the patient, and replaced with a new orbit coil (details unknown). However, it is unknown if the same microcatheter was utilized with the next device. The procedure was completed with no patient injury. All complaint products will be returned for analysis. No damages were noticed on the mc, delivery system or coil that may have contributed to the event. Constant fluoroscopy was performed at all times. After the 7 x 21 coil was removed from the patient, neither the coil or microcatheter was damaged. The procedure was coil embolization of the right internal thoracic artery that was not calcified and was mildly tortuous. One non-sterile trufill dcs was received coiled inside of a plastic bag. The hypotube presented several kinks along of it; the introducer was received unzipped without any visual damage, the gripper presented a wavy condition. Embolic coil presented an unraveled/stretched condition and was not attached on the gripper. Some waves were noted in the device; however these appear to have occurred during the handling of the unit when it was returned for evaluation. The embolic coil and gripper were inspected under a microscope and the damages were confirmed. The functional analysis could not be performed due to the product received condition. The od from the delivery tube was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inability to advance the coil through the mc could not be evaluated with functional analysis due to the returned condition of the device. The reported stretched coil was confirmed. With review of the information and as reported, it appears that not maintaining a required adequate continuous flush through the mc as outlined in the instructions for use may have contributed to thrombus formation within the mc resulting in the coil becoming stuck and then stretching with removal. With review of the available information, the analysis, and device history there is no indication of any device manufacturing issues related to the event. Additionally inspections are in place to prevent this kind of failures leaving from the facility. Therefore, no corrective actions will be taken at this time. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00484 and 1058196-2011-00485.